Event description:
It was reported that the ventilator had an alarm 'check ventilator: main alarm failed.' There was no patient involvement. The customer was provided with a quote for service/repair. However, the customer declined service/repair of the device.